Manufacturer narrative:
(B) (4).

Event description:
It was reported that the doctor suspected the valve not to be functioning correctly so it was explanted. It was unknown how long the valve had been implanted in the patient.